Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A clinical investigation was performed and concluded that x-ray images provided were reviewed and corresponded with the radiology report previously provided in the patient medical records. No further clinical assessment is warranted at this time. A review of complaint history on the listed parts revealed no additional complaints for this failure mode with the same batch number. Our investigation included a review of the manufacturing records which did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the return of the actual products involved, our investigation of this report is inconclusive. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision was performed due to a dislodged insert.